Event description:
During a procedure, the device failed to cut or coag and even after replacing the device, the same results persisted. Doctor switched to traditional electrocautery.

Manufacturer narrative:
(B)(4). Eval, method, results, conclusion: product received by manufacturer and pending inspection. (B)(4).

Manufacturer narrative:
Product event #(B)(4) evaluation process: unit received in fair condition with very minor surface imperfections. Internal visual inspection revealed no loose or broken components. Unit delivered rf energy correctly into fixed resistors. Unit was powered up on at least 19 days in the field. Error log contains 24 e3s (patient return electrode has poor connection.) The e3 errors are considered ¿normal use¿ errors and are not indicative of problems with the unit. *failed during tp-0048 (burn-in). Twenty-nine minutes into the 92-minute test, medium cut measured just 27w instead of between 40 and 80w. Debut revealed that rf board transformer t1 (pin 10) has a cold solder joint that yielded intermittent connection with the rf board ( this could result in low power in the field.) While removing t1 for inspection, pin 1 broke off. T1 will be replaced. Root cause: initially, the unit delivered rf energy correctly into fixed resistors in the service department. The unit's inability to reliably deliver rated power was revealed during burn-in testing. This was traced to cold solder on component t1 on the rf amp pcba. (B)(4).

Event description:
During a case the device stopped cutting and coaging. Despite replacing the device the issue persisted. Doctor switched to traditional electrocautery and the case was completed successfully.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.